Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the homechoice unit during initial drain. The home patient (hp) stated there was air in the lines. The technical service representative (tsr) advised the hp to end therapy. The hp would call the peritoneal dialysis (pd) nurse for further therapy advice. Product surveillance contacted the pd nurse regarding the reported problem, the nurse stated the home patient contacted them the next day, there was no issue and the hp has been fine and has continued with their therapy with no issues. No injury or medical intervention was associated with this reported event.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: writer contacted (B)(6) clinic and confirmed sample from reported event was not retained. This complaint for a low drain volume alarm with a report of air in the line which occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.